Event description:
It was reported that during a procedure, the rotating wheel of the forceps broke off while rotating. The facility was able to open a new one and complete the surgery. There was no patient impact.

Manufacturer narrative:
(B)(4): device was returned to the manufacturer for evaluation with original product pouch / label identifying product as part number 3712014 - rotating backbiting forceps, adult from lot number 130401. Upon observation, the rotatable locking mechanism (thumb screw) was found broken and detached from the instrument. The broken pieces were observed under magnification and it appeared that excessive handling / use which may involve and is not limited to over tightening / rotating of the thumb screw to lock the shaft may have caused an inadvertent fracturing / breakage of the rotatable component. Therefore, the complaint was confirmed as the instrument component was found broken. Based on observations, although the exact root cause of the complaint could not be determined, the most likely underlying root cause is consistent with device misuse / mishandling.